Event description:
It was reported that this left ventricular (lv) lead exhibited crosstalk oversensing. It was noted that there were difficulties placing this lead. Additionally, multiple angiograms were performed. The cardiac resynchronization therapy pacemaker (crt-p) was programmed to have fixed sensitivity to resolve the crosstalk oversensing. The lead was implanted. No additional adverse patient effects were reported.